Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the driving cap broke at the junction where it threads from insertion handle during insertion of nail. The nail was inserted but the piece was broken. The final insertion taps were made on the handle to complete the procedure. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant devices: radiolucent insertion handle for expert nails (part: 03.010.487, lot: 8703634, quantity: 1), cannulated connecting screw for 175mm insertion handle (part: 03.010.499, lot: 7340372, quantity: 1), radiolucent insertion handle femoral recon nail (part: 03.033.001, lot: l551419, quantity: 1). This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: radiolucent insertion handle femoral recon nail (part# 03.033.001, lot# l551419, quantity 1), unknown nail (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.010.523, lot: l504146, manufacturing site: bettlach, release to warehouse date: 22.sep.2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.device was used for treatment, not diagnosis. Investigation summary visual inspection performed and confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged into the concomitant device. The lodged broken piece was not able to be removed from the insertion handle. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. The complaint condition was confirmed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: a measurement of the relevant features of the remaining threaded tip was unable to be performed due to the damage present on the device. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.